Event description:
The patient presented in 2007, with 100% stenosed de novo non tortuous lesion, 4.0 mm in diameter and 40 mm in length, concentric with severe calcification and located in the popliteal artery. Patient was inserted with a 3.0 mm/4.0 cm 80 cm in length polarcath balloon. Report states no inflations are documented and non-satisfactory immediate technical results related to inability to cross the lesion. Post dilation of the lesion was to be performed via surgery. Total cryoplasty procedure time was 45 minutes. Report indicates target lesion residual stenosis was unchanged at 100%. At follow-up in two months later, a surgery date for amputation in the same month, is reported. No additional follow-up information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause could not be determined. Device not returned for analysis.